Event description:
Additional information was received from the patient reporting they were walked through charging as it would not charge/work, they were sent a new part and managed to get it to charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient (pt) was unable to recharge. The pt stated that they cannot get the "whole thing to recharge". They initially stated that the controller doesn't recharge from the ac power supply, but confirmed that the green light was flashing above the controller screen (when the controller was plugged into the ac power supply), indicating that the controller itself was charging. They noted they left the controller plugged into the ac power supply for approx. 1h. They tried to start a charging session for the ins to further clarify on issue. Pt noted their therapy was off, which was reviewed. Noted difficulty getting the rtm paddle placed directly over the ins. Reviewed charging w/ the pt. Pt noted the green light was flashing, w/ the screens going between poor coupling [76] and battery low [66]. Pt then reported seeing the terminated [75]. Pss walked the patient through this screen and the charging screens once more. They stated they saw the green light flashing w/ screen [51] before the light changed to yellow, and the battery low [66] and poor coupling [76] screens appeared again. They confirmed the rtm wasn't getting hot and wasn't damaged, but the they reported that they previously felt a "zap" while recharging the ins. They could not clarify if the zap was from the rtm or ins, but noted that the rtm "cord was tangled". Pss asked if there was any harm from the zap, and the pt answered "no just a higher percentage of electrical I guess". They then reported the controller needed to be charged, so they were instructed to charge the controller from the ac power supply, and they were processing a rtm replacement. Pt confirmed the green light was flashing above the controller screen after plugging the controller into the ac power supply. Pt stated that they previously couldn't adjust the therapy and was not getting pain relief (pss understood this was because the pt's ins is not charged), so the pt is on more prescription medication. Pt confirmed the issues started 7-8 months ago (year valid). The issue was not resolved. An email was sent to the repair department to replace the device. They called back on 06-08 stating that their controller was fully charged. The patient used their new recharger antenna and went through passive recharge (their implantable neurostimulator was 30%). The patient had a difficult time positioning their recharger antenna and the equipment seemed to work as expected but the process was difficult for the patient. Patient services specialist advised patient follow up with their health care provider or medtronic representative for further in person assistance.